Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
In 2003, a sparc sling was implanted by a urologist. It was reported that several years later the sling had eroded, "through the vagina." The sling was surgically excised, "as outpatient." The findings were that the sling had been placed, "too distal and superficial." Patient outcome: "resolution of sling erosion."